Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the thigh on (B)(6) 2025, which is off-label usage of the device. On (B)(6) 2026, it was reported that the pediatric patient was vomiting and shaking around 3am. No bg fs nor medication were done at home. They did not check the egv reading at that time. The child uses omnipod 5 and uses of aid was unknown / preferred not to answer. The parent took him to the emergency room (ER). When they arrived at the ER, the egv was 130 mg/dl while the bg was 400 mg/dl. They removed the sensor and gave him insulin injection and IV fluids there. Hospitalization was reportedly not mentioned. The pediatric patient is now fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. At the ER, the reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.